Manufacturer narrative:
The displacement test could not be performed due to a broken off end cap. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer insulin pump fell on the floor and got broken at the bumper side of the insulin pump and the broken part of the insulin pump was detached. The customer's blood glucose level was 140 mg/dl. The customer was advised to stop using the the insulin pump and to move to mdi until he'll recieve a insulin pump. The customer got a replacment insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.